Event description:
It was reported that there is an aspiration problem and the knife is blocked at the end of the operation. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirments and returned to the customer.